Event description:
It was reported that during the implant attempt of the implantable cardioverter defibrillator (ICD), the set screw in the atrial port was unable to be engaged. The atrial lead was disconnected/reconnected twice. A new device was required for use, as the atrial port was unusable and the initial atrial lead was utilized. It was also reported that the right ventricular (rv) lead was removed and replaced due to multiple failed defibrillation threshold testing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).